Event description:
During follow-up, premature battery depletion was suspected against the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery, and longevity anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement level. Field settings indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no indication of premature depletion detected. Additionally, visual inspection of the header and connector found no anomaly, no contamination or foreign material that could contribute to the reported concerns. Longevity assessment was performed, based on field settings, and the device was in normal range of operation with appropriate remaining longevity.